Event description:
Customer reported on a bravo ph capsule that failed to attach. Capsule was still attached when removed and fell off outside the pt's mouth. The pt was not injured following the procedure.